Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
While running the pm on the 8100, biomed encountered an ecomm error on the system maintenance program. Sn: (B)(4). Failure device type: systems maintenance. Failure problem type: see case notes. Failure mode: see case notes. Case resolution: after the ecomm error, biomed ran the 8100 one more time and no errors occurred and unit passed pm. He tried one more time to verify that the unit was good. I let biomed know to check his test setup. Found that the serial converter to serial cable may have been loose during testing causing the interruption. All system work fine now.